Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of foreign material inside a solo valve is confirmed, but the root cause could not be determined. One piece of white material was returned for evaluation. Six photographs were returned for evaluation. An initial visual observation showed a small piece of white material with some light use residues along the returned material. An initial visual observation of the returned photographs showed a piece of white material inside the solo valve of a powerpicc catheter. It was observed in the returned photographs that someone removed the white material from the solo valve. Blood use residues were observed throughout the returned photographs. Because the device in the photographs was observed to be in use, it could not be determined how the material entered the solo valve; therefore, the complaint of a foreign material inside the solo valve is confirmed, but the cause remains unknown. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported by the customer, after smooth placement of the PICC, the intubator evacuated the supporting guidewire and found a 2 mm white plastic foreign body in the valve opening, which was immediately removed.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and it will be evaluated. A supplemental will be submitted with evaluation results.